Manufacturer narrative:
The fse found the shear valve cvl85/126 (diff segment valve) seized but was able to get the valve to actuate. Cvl85/126 isolates blood for the diff dilution and routes the blood sample to the mixing chamber. Cvl85 was dripping diluent on the protective tray. The fse replaced the cvl85/126 which resolved the leak. Repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The volume of the leak was not specified and the leak was not contained within the instrument. The customer was wearing a lab coat and gloves at the time of the event. There was no report of direct contact to the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.